Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1159565, medical device expiration date: 31-may-2026, device manufacture date: 08-jun-2021. Medical device lot #: 1176912, medical device expiration date: 31-may-2026, device manufacture date: 25-jun-2021. Medical device lot #: 1158322, medical device expiration date: 31-may-2026, device manufacture date: 07-jun-2021. Investigation summary: it was reported a 17mm metal piece was extracted from an injection site. To aid in the investigation, one photo was provided for evaluation by our quality team. The image shows a loose thin piece of metal next to a tape measure that is approximately 2cm long. An investigation team including operators, technicians, senior technicians and process engineers were questioned and inspected the machines the three batches were manufactured on. The reported defect was confirmed to have not originated at the manufacturing plant. A physical sample would be required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 301073, lot numbers 1159565, 1176912 and 1158322. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. All batches were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in 1 bd saf-t-intima¿ IV catheter safety system each from lots 1159565, 1176912, and 1158322. The following information was provided by the initial reporter, translated from french: "presence of a 17 mm metal piece extracted from a patient's injection site".

Manufacturer narrative:
H6: investigation summary: it was reported a 17mm metal piece was extracted from an injection site. To aid in the investigation, three photos were provided for evaluation by our quality team. One image shows a loose thin piece of metal next to a tape measure that is approximately 2cm long. The two additional photos show the piece of metal being measured through an imaging device. An investigation team including operators, technicians, senior technicians and process engineers were questioned and inspected the machines the three batches were manufactured on. The reported defect could not be confirmed to have originated at the manufacturing plant. A physical sample would be required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided material number 301073, lot numbers 1159565, 1176912 and 1158322. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. All batches were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that foreign matter was found in 1 bd saf-t-intima¿ IV catheter safety system each from lots 1159565, 1176912, and 1158322. The following information was provided by the initial reporter, translated from french: "presence of a 17 mm metal piece extracted from a patient's injection site".